Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted at implant and not used due to high pacing threshold measurements. At a device follow-up appointment, the patient reported they received radiation burns due to the prolonged procedure and were seeing a dermatologist for treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.